Event description:
The MFR's rep reported that on x-ray, it appeared that the catheter was kinked. The pt was experiencing increased spasticity. The hcp had noted a residual volume of 18 cc. X-ray revealed a possible catheter kink. The pt underwent surgical revision of the catheter; the pump was also replaced as the hcp wanted a larger pump. The pump contained morphine sulfate and compounded baclofen. The device was returned to the MFR for analysis. Final pt outcome is reported to be stable with some spasticity. See MFR report # 6000030200602108.

Manufacturer narrative:
Final device analysis results reveal - motor gear shaft wear.